Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the therapy really isn't doing anything for them. They are going through probably 10 pads a day and their bottom looks like they have diaper rash. Patient states they have tried increasing stim, but were told they shouldn't be doing this from medtronic and turned it back down. See rtg0148629 for therapy issue reported. Agent attempted to assist patient with making therapy adjustment, however patient mentioned the communicator would not power on and has not charged it in a long time. Agent did not have patient plug in communicator on the call to verify communicator is functioning properly or to provide serial number. Call back was attempted but agent could not reach patient. Patient will call back when they have the communicator charged up to continue troubleshooting. Additional information was received from the patient. The patient called back on (B)(6) 2023 and stated everything was charged and they were ready to troubleshoot. When attempting to connect to the ins, the patient reported seeing por detected. Pt confirmed this was the first time they'd seen this message. Patient was able to bypass this and again, when trying to connect to the ins, they were seeing maximum settings had been reached when trying to increase. Patient confirmed on the call they continued to see this message when increasing stim on other programs as well. Agent reviewed possible meaning of por and maximum settings reached and redirected patient back to the doctor to discuss therapy issues.